Manufacturer narrative:
The hvad is used for treatment not diagnosis. The site has declined to return the product to the manufacturer for analysis since they do not believe that analysis of the device would be useful. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Though the site did not provide the reason for the lvad exchange, it was most likely related to the high power events. The event was confirmed via log files, which revealed multiple high watt alarms. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The most probable root cause of the reported event can be attributed to thrombus formation within the device; however, there are patient, procedural and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported that the patient was reported to have experienced a high power event and to have undergone a hvad implantation. No other details regarding this event have been provided as of the date of this report. The physician reported that the events were not related to the heartware® device and were related to the patient's history of cva and tia even in the presence of good anticoagulation. Clinical factors that may have contributed to this event include the patient's pro-thrombi history. No additional information available.